Event description:
Informed by dr, that the tip of the disposable sidewinder broke off into the patient while doing a left hip arthroscopy. The cat.# of the instrument from arthrocare. As per dr, the tip was retrieved and this was confirmed by intraop xrays. This was also confirmed by the circulating nurse. The patient was not harmed in any way. The rep was notified and wants to pick up the inst, so the company can do their own qa on the product. The item is currently in my possession.